Manufacturer narrative:
The reported event of the stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination showed that the inner coil at the connector region was over torqued and some filars were broken, which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The cause of the reported event was due to the over torqued inner coil at the connector region, which is consistent with procedural damage.

Event description:
During an implant procedure, the stylet was unable to be advanced into the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.